Event description:
Allegedly, while the patient was undergoing a graft procedure with catheter, the physician could not get fluoro when depressing the footswitch for extended periods of time. Reportedly, the patient experienced venricular fibrillation and required CPR and defribillation. Reportedly, the patient was in stable condition after completion of the procedure.